Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that a portion of the sheath broke off and remained in the patient's permanent pacemaker pocket during an implant procedure until noticed by the physician. The foreign body that detached within the patient's pocket was easily removed by physician's hand. No patient injury to report.